Manufacturer narrative:
The device was returned, the reported clip open while locked could not be replicated in a testing environment due to the condition of the returned device ((clip was not returned). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported issues of clip open while locked could not be determined in this case. The additional therapy/ non-surgical treatment is a result of case specific circumstances as a second clip was implanted to stabilize the first clip, reducing mitral regurgitation (mr) to 1. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opening after deployment, requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and placed on the mitral valve. After deployment, it was noted the clip opened up. A second clip was implanted to stabilize the first clip, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.